Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump was under delivering. The customer experienced hyperglycemia and insulin pump had an insulin pump error alarm. The customer blood glucose level was 38 mmol/l at the time of incident and the other blood glucose level was 32.6 mmol/l. The customer was assisted with troubleshooting. The customer was treated with manual injection, changed infusion set and pen for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode feature at time of high blood glucose event. The reservoir will not be returned for analysis.